Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired on converting dosage from insulin pump to manual injection. Customer reported that healthcare professional was not responding and insulin pump was not working. Customer was advised that medical advice could not be given and to go to the emergency room or consult healthcare professional. Customer hung up call. Customer's blood glucose was not given.